Event description:
It was reported that, "the stem tray junction with the threads broke in between the stem and the tray. Broke causing this revision."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.